Manufacturer narrative:
The product evaluation confirmed the failure mode. Service was able to confirm a burnt trace with this tip. Evaluation of the treatment tip confirmed damage along the radiofrequency trace of the tip. Investigation found damage to the radiofrequency trace are caused by stress concentrations on the flex assembly at the adhesive edge that damage the radiofrequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, this event was most likely caused by the damage on the treatment tip. This can also cause sparking or smoke from the tip during treatment confirming customers report of smoking during treatment. Evaluation of the datacard logs showed underforce and tm1 disconnection errors occurred during treatment. When the system detects a condition that interrupts treatment, a system error code is displayed. Based on the evaluation of the data, the handpiece and system performed as expected. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(6).

Manufacturer narrative:
The product was returned for investigation and burnt trace was seen on the tip. The tip is a valid tip and has been verified against the solta database. The tip passed the flow test and failed leak test. The tip failed visual inspection for burnt trace on tip surface. Dielectric breakdown was observed. The tip passed the thermistor test. Functional testing was not performed due to the burnt trace on tip surface. The plant evaluation is underway.

Event description:
A user facility reported that the tip smoked and that 2 red marks were seen on patient face. The area of the body that was treated was the face. The patient experienced a minor burn on the forehead. The patient was not administered any pain medication or placed under anesthesia. This event did not require any secondary intervention. The patient's current status is that she "ok" and that there will not be any permanent damage or scarring. Available pictures were reviewed and two small blisters were visible on the patient's forehead. No other treatments (besides thermage) were being performed in the same area where symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 30 days. The highest energy level used was 3. No system errors occurred nor was anything out of the ordinary noted during treatment. The technician saw the contact area suddenly smoked during a very normal pulse, and stopped the pulse right away. The client felt like the pre-cooling time is missing for this pulse. Solta medical cryogen and coupling fluid were used during this treatment. Approximately 1 bottle of coupling fluid was used during the treatment. The treatment tip surface was inspected prior to use - nothing abnormal was noted. This was the first time this treatment tip was used.